Event description:
It was reported that the customer had a calibration error. Customer noticed that the sensor cannula had a kink in it. Customer reported that the sensor would show 400 mg/dl but the meter was 250 mg/dl. When the customer got home, her meter read 60 mg/dl and her sensor showed 180 mg/dl. Customer had lost 55 pounds since she started using the sensor. Customer does not use overtape to hold the sensor securely and was not washing her hands prior to taking a fingerstick. Customer does not calibrate 3-4 times throughout the day and has scars. It was found that it could be a site issue causing the bent sensor cannulas. Customer declined further troubleshooting. Customer was admitted to the emergency room on (B)(6) 2015 with a blood glucose level of 187 mg/dl. Customer had high ketones and was nauseous the whole day. Customer was given bags of fluid and blood work. Pump passed the priming and high pressure tests. Customer was advised to change the entire set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.